Manufacturer narrative:
The device has not been returned for evaluation as it remains in-situ. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that while using ultra-sound to measure distraction length, a larger measurement was recorded than was programmed. The surgeon requested another x-ray and upon review, it was noted that the endcap had separated from the actuator. No patient harm was reported.